Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to detach, the capsule was still attached to the delivery device. There was no harm to the patient, no intervention was required, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. A lubricant was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel and (B)(4) device arriving in bio lab. (B)(4) device was received for evaluation. The returned sample met specification as received by medtronic. The visual inspection found no notable conditions. The customer reported they had a capsule which failed to detach, the capsule was still attached to the delivery device. The investigation found the device to function normally and within specifications. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.